Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during a patient procedure, using a glidescope core smart cable, the screen was black, flickering, and glitchy. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
A replacement glidescope core smart cable was sent to the customer, and the reported smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned smart cable and confirmed the reported issue. Upon visual inspection, the tsr observed damage to the smart cable's hdmi connector. The glidescope core smart cable failed verathon's functionality testing. The glidescope video laryngoscopes operations and maintenance manual (omm) notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. Upon completion of the evaluation, the device was scrapped due to the customer already being provided a replacement and there being no repairs available for the device. Corrective action is not required at this time. Verathon will continue to monitor for trends.